Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post paced t-wave oversensing was observed. Programming changes were made. The patient condition was fine after the event.